Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The generator would not power on during the device evaluation due to a faulty printed circuit board (psu board). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the device did not power on at arrival and had a burning smell due to a faulty printed circuit board (psu board). The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
Company representative reported with "burning smell when turned on". The issue found at preparation for use. According to the report, procedure not started at the time of the event and unit was swapped out. No delay in the procedure was reported. No harm was reported. No patient harm, no user injury reported .

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue is unknown at this time. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.